Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The evaluation report stated the instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. The reported event of stiffness and water flow issues were confirmed. The variable stiffness operation has mechanical resistance. The control body was partially disassembled for investigation. The variable stiffness cam ring has deep scoring associated with mechanical friction against the variable stiffness mount. The water flow was below specification due to debris once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported by the customer, during a colonoscopy procedure, the stiffener was not moving/turning, and the scope was not blowing properly. The scope was not changed for another. The consultant could not reach the cecum. The procedure was cancelled. In lieu of the rescheduling the procedure, the patient was booked to have a computerized tomography (CT) scan. There was no variant creutzfeldt-jakob disease (vcjd) detected. No patient harm reported. The device had been inspected prior to use. During the evaluation of the device, it was noted the scope was not blowing properly. There was possibility of nozzle clogging. Foreign material may have remained or was clogged due to insufficient reprocessing or incorrect reprocessing. This report is to capture the reportable malfunction of the scope not blowing properly. There was possibility of nozzle clogging. Foreign material may have remained or was clogged due to insufficient reprocessing or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b1, h1, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the variable stiffness operation is due to mechanical resistance; and the probable cause of the device not blowing is likely incorrect reprocessing. As stated in the instructions for use, these events could have been prevented. (Operation manual): ¿chapter 3 preparation and inspection: inspection of the flexibility adjustment mechanism (for endoscopes with flexibility adjustment only) 2. Confirm that the flexibility adjustment ring can be turned smoothly when the insertion section is straight. 3. Set the insertion section to the most flexible and most rigid conditions, respectively. In each case, hold the insertion section with two hands between 30 and 50 cm from the distal end, and bend it gently as shown in figure 3.6. Confirm that the actual flexibility changes according to the flexibility adjustment setting.¿ ¿-reprocessing manual_ cleaning, disinfection, and sterilization procedures flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -cleaning, disinfection, and sterilization procedures with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿.